Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump alarmed failed battery test when they inserted new battery. Customer states that as customer performed self test and displacement verification test customer mentioned that self test was passed but the insulin pump alarmed for no reservoir when the piston reached the end of reservoir compartment. Customer also states that leak of insulin was past the second o-ring. Customer states insulin continues to drip after motor stops during the manual prime process but they received a 2nd series of beeps. Customer¿s blood glucose was 11 mmol/l at time of incident. Customer advised to replace reservoir and monitor the issue. Reservoir will not be return for analysis.